Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant loosening. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: second (middle): ifuse implant, p/n 7045-90, lot# i0a25, mfd. 06/09/2014, expires 2019-06, UDI (B)(4). Third (inferior): ifuse implant, p/n 7040-90, lot# i0887, mfd. 01/29/2014, expires 2019-01, UDI (B)(4).

Event description:
The patient had initial left side si joint arthrodesis in (B)(6) 2014. The patient later complained of a recurrence of symptoms. It was determined via x-rays and CT scans that the middle and caudal implants may have been loose. The patient also had abnormal pelvic anatomy. The surgeon referred the patient to a new surgeon for revision surgery. In (B)(6) 2017, a revision surgery was performed where the middle and most caudal implants were removed using chisels. Both implants were solidly fixed in the ilium and possibly loose in the sacrum. Additional implants were then added to the si joint using the middle explant void and another placed more anteriorly. The status of the patient following the revision surgery is not yet known.